Event description:
Additional information: healthcare professional reports the event has led to permanent damage and it was specified "patient is still a little swollen. Refused hyaluronidase injection."

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and granulomatous reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: ¿ in the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication. ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. ¿ isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment.

Event description:
Healthcare professional reported that almost 10 months following injection in the lips with one syringe of juvéderm volbella® xc, in the cheeks with one syringe juvéderm voluma® xc, and in the nasolabial folds and oral commissures with one syringe of juvéderm® ultra xc, the patient experienced ¿delayed unusual swelling on the lips, inside of the lips and on the cheeks.¿ the patient had a biopsy performed 5 days time after symptoms began and the results showed "granulomatous reaction to hyaluronic acid." Three days later patient was prescribed a "prednisone dose pack and a topical cortisone". The patient was taking "vitamins" concomitantly. Patient¿s symptoms are improving. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01160 (allergan complaint #1501056) and MDR ID# 3005113652-2017-01161 (allergan complaint #1501066). This MDR is being submitted for the third suspect product, juvéderm® ultra xc, also a device manufactured by allergan.